Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported that the device will only give readings in the 80's, compared to other sensors that are reading "more normal" (in the 90's). No consequences or impact to patient was reported.